Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer expressed frustration that they cannot get parts under warranty so that they can fix their devices and instead have to send them into the depot for repair. The customer mentioned pressure sensors and door latches as two parts they were having issues getting. There was no patient involvement.

Manufacturer narrative:
Additional information : manufacturer narrative. Investigation summary: the report of pressure sensors and door latches issues could not be confirmed or replicated, due suspect devices were not returned for investigation. Laboratory testing could not be performed. The incident device was not received for this investigation. A review of the logs could not be performed. The pcu or the system logs were not provided. A label review analysis could not be performed as there was insufficient information to determine applicable label instructions. The device was reported with no patient involvement. Root cause: the root cause of the reported pressure sensors and door latches issues were unable to be determined. Suspect devices were not returned for this investigation, and no additional event information was provided.

Event description:
It was reported by customer expressed frustration that they cannot get parts under warranty so that they can fix their devices and instead have to send them into the depot for repair. The customer mentioned pressure sensors and door latches as two parts they were having issues getting. There was no patient involvement.